Manufacturer narrative:
Additional information: h3, h6 and h10. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the two provided photos shows the product inside the original packaging. Photo one showed a small black dot in the header area and photo two shows the product label. The reported condition was verified. As the actual sample was not returned the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with a polyflux 17l, a foreign matter in the cap was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.